Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power; the battery compartment was cracked with cracked threads. The battery cap was unable to tighten securely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2018 with the following findings: during investigation, the battery compartment was found to be cracked. The battery cap was also stripped and is unable to secure to power on the pump. A test battery cap is able secure enough and power up the pump. A 12-duration test was completed with test cap with no power loss or rebooting duplicated. Unrelated to the original complaint, the pump powered on to a dim and discolored display.